Manufacturer narrative:
The production device history record (DHR) for this iabp unit was reviewed and no non-conformances related to the reported event were noted. A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. The fse found the leak to be in the helium reservoir assembly. To fix the issue, the fse replaced the helium reservoir assembly and helium cylinder, and verified operations, safety and performance per specifications. The unit passed all functional and safety tests per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
The customer reported hearing helium leaking from within the cardiosave intra-aortic balloon pump (iabp). It is unknown the circumstances under which the event occurred. It is also unknown if there was patient involvement. However, there was no adverse event reported.